Manufacturer narrative:
Sections with additional information as of 5-jan-2021: h6: updated FDA's method, result, and conclusion codes h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. MDR is reported due to manufacturer being unable to clarify customer concern and verify alleged product defect. Note: manufacturer contacted customer via e-mail on 11-nov-2020 acknowledging message and informing that a customer care representative will make contact via phone to discuss further questions - unable to establish contact with customer at the time. Note 2: manufacturer attempted to make contact with customer multiple times in follow-up calls - unable to establish contact with customer at the time.

Event description:
Consumer reported complaint for low blood glucose test results via e-mail. The customer was concerned with blood glucose levels from 50 to over 100 pts (di/I) lower than another device. The customer¿s expected fasting blood glucose test result were not disclosed. The test strip lot manufacturer¿s expiration date and open vial date were not disclosed.